Manufacturer narrative:
On (B)(6) 2019, the autopulse platform (serial #(B)(4)) was service for preventive maintenance (pm). During the functional testing, the autopulse platform displayed user advisory - ua27 (encoder fault) error message. The investigation findings revealed that the root cause of ua27 was due to a defective integrated encoder gearbox in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in september 2007 and it is 12 years old, well past beyond its expected service life of 5 years. During visual inspection, damaged front enclosure and a bent battery lock clip was observed on the autopulse platform. These types of physical damages on the autopulse platform was due to normal wear and tear. The damaged front enclosure and battery lock clip were replaced, these issues were not related to ua27. The initial functional testing of the ap platform could not be performed due to ua27 (encoder fault) displayed upon powering on. To remedy ua27 advisory, the integrated encoder gearbox was replaced. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The customer requested preventative maintenance (pm) for the autopulse platform. However, during servicing of the platform on (B)(6) 2019, fault code ua27 (encoder fault) occurred during functional testing.